Manufacturer narrative:
Evaluation summary: the cause of the fractured femoral provisional cut guide appears to be the result of wear and tear in the cut-guide area. This is the first incident to be reported of the nature. The provisional is fractured at the condylar surfaces. The device has a potential field age of over 6 years. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the lcck trial broke in half during trailing.